Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose and had to go to the hospital on (B)(6) 2011 due to the infusion set. Blood glucose elevated to "hi" mg/dl, and normal blood glucose is 90-110 mg/dl. Pt delivered boluses through the infusion device, but this did not decrease her blood glucose. Pt was taken to the emergency room and blood glucose was over 600 mg/dl when she arrived. Pt was given an IV because she was dehydrated and she delivered insulin injections to bring her blood glucose to normal. Pt has experienced ongoing concerns with the new type of infusion set, including blood in the infusion cannula. On the day of the report, blood glucose was between 400-500 mg/dl. Pt did not notice anything unexpected during preparation or insertion of the infusion set. Infusion sites were located on her legs and abdomen. There was no insulin leaking in the system, and she did not notice any bent or crimped cannulas after the headset was removed. Infusion set insertion device was used to insert the headsets. Blood glucose would elevate after using 100 units of insulin or approx 1 day after the headset was inserted. F/u was completed with the pt on (B)(6) 2011, and she declined to provide additional details regarding her hospitalization. No product was requested for evaluation. Pt was sent a different type of infusion sets as replacement.